Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the main printed circuit board (pcb) was out of specification and that the hanger was broken. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a cable could not be plugged into the external pulse generator (epg). The epg was returned for service. There was no patient involvement.